Event description:
Info as reported to davol: it was reported that during an arthroscopic case, a simpulse solo irrigator was being used on the pt when the tip detached. It did not fall into pt. A second irrigator was then tested, before use on the pt, when the tip fell off. The case was completed with a different product with no pt injury.

Manufacturer narrative:
We have contacted the initial reporter to have the sample returned for evaluation. To date, the sample has not been returned for evaluation. A review of the mfg records for the reported product code and lot number revealed that there were no discrepancies during the manufacture and there was no evidence of any mfg related issue which would cause or contribute to the reported event. At this time, no conclusion can be made. See MDR 1213643-2013-00080 for info related to the first simpulse used.